Event description:
It was reported that during a da vinci-assisted splenectomy surgical procedure, the patient experienced a postoperative bleed from a sureform 45 white reload. The initial da vinci assisted splenectomy procedure was completed robotically without any intraoperative complications. The patient was a young male, with history of sickle cell disease. During the stapling process with a sureform 45 stapler, a white reload was used to transect the splenic artery vein, the firing sequence was completed with no error messages, pauses for compression or complications. The staple line looked fully complete; a small amount of oozing was produced from the staple line. The permanent cautery hook instrument was used to cauterize the small amount of oozing to the staple line. The patient was transferred to post anesthesia care unit (pacu) and was stable. Within 30 minutes the patient became tachycardic, pain increased and was taken immediately for a computed tomography (CT) angiogram. The CT scan showed active bleeding around the operative site, specifically the location of the staple line. The patient was then taken to interventional radiology (ir) where the bleeding was coiled, specifically the splenic artery and the right gastroepiploic, which stopped the bleeding. Three hours after ir coiled the bleed, the patient's blood pressure dropped drastically, became tachycardic. The patient was then taken back into the operating room for intervention. Laparoscopically the same port sites were used the surgeon was unable to find a second active bleed, the abdomen was washed out and old blood was evacuated. Estimated blood loss was 1 liter; the patient did receive a blood transfusion of more than 2 units of blood. The patient was hospitalized for four days and is recovering well with no postoperative complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the product for failure analysis investigation. An advanced stapler log investigation revealed the following: logs show pn 480445-04, ln l82230518-0642, was installed on the system 2x and fired 2 white reloads. On install 1, the system failed to detect the reload color and the user manually selected the white reload via the user interface on the surgeon side console (ssc) touchpad. On both installs, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no relevant errors in the logs.